Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The issue was resolved after the customer tried different charging supplies, including the tandem wall adapter and charging cable, which successfully charged the pump, and no further assistance was required.